Event description:
It was reported that pt experienced pain, shakiness and hypertonia. An x-ray was done (date not reported) and results "showed catheter in correct place". A catheter dye study was performed in 2008 and "fluoro revealed an acute bend of catheter; no aspirate was able to obtained." The pt was referred to the neurosurgeon. The neurosurgeon did not feel there was a problem with the catheter. A dosage adjustment was made. The pump was used to deliver baclofen. The pt recovered without sequelae.

Manufacturer narrative:
Catheter.